Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product's spo2 measurement value was low during a procedure. The reading displayed was 96. The reading increased to 99 when the product was replaced.